Event description:
Pigtail from arterial line extension tubing came apart at MFR's connection. There had been no unusual tension on this line. Nurse intervened immediately. There was minimal blood loss and no harm to patient. The exact lot number is not known as the tubing was hung on 3/27/97 and packaging discarded. The lot number currently in use on this nursing unit is 96113253.